Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, poor aspiration occurred during ultrasound and no aspiration occurred when performing irrigation/aspiration. The cassette and ia tip were exchanged to proceed with surgery. There was no patient harm.

Manufacturer narrative:
One opened curved single use polymer ia tip was returned for evaluation for the report of the an aspiration failure during surgery. Four photos were returned with the complaint. The four photos returned with the complaint file were reviewed. Two photos show the I/a tip with its damaged wings. One photo shows a distorted distal cap to one side. One photo shows what appears to be a burnt mark on the proximal surface of the last thread. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. A visual inspection was performed and deemed nonconforming. The photos provided with the complaint provides a good visual indication of the condition of the disposable ia tip. The tip has a distorted distal cap to one side. All four plastic wings are completely twisted and deformed. A dark brown mark is present on the back surface of the last thread. The aspiration port opening on the tip was visually conforming with no blockage in the opening. A flow check was performed to confirm the aspiration flow through the polymer I/a with fluid and the tip was conforming. The tip was not occluded and had a good fluid flow. The evaluation cannot confirm the disposable polymer I/a tip had an aspiration flow issue as not reason was present for poor aspiration. The flow through the complete tip provided a good aspiration flow. The reason for the aspiration failure cannot be determined from this evaluation. The most likely reason for an aspiration failure would be from a poor tubing connection or from another surgical component. The returned sample does visually show that the polymer tip was damaged from either over torquing the wings to place the tip on a handpiece or removing the tip from the handpiece when the tip was hot. Both the distorted tip and brown mark provide an indication that the tip may have been autoclaved. All the visual non-conformances do not point to a manufacturing issue, but to user care and handling. All polymer I/a tips are 100% visually inspected during the manufacturing process. The manufacturer internal reference number is: (B)(4).